Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement while doing an open-heart surgery at another facility. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The terminal silicone insulation is still white. Visual inspection noted the silicone portions of the lead at the tip (neck silicone insulation and silicone drug collar) are dyed blue. Lead was sent to the ahal for analysis to try and find out what turned the lead tip blue.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement while doing an open-heart surgery at another facility. A new lead was implanted. No additional adverse patient effects were reported.